Event description:
According to the reporter, during laparoscopic total extraperitoneal inguinal hernia repair, the device¿s tacks stuck into the mesh and tissue and needed to fire again to get them unstuck while being used in tacking the mesh in the peritoneum. The device was also not able to be reloaded with any reload, even after dry firing and the reload was not securely fastened onto the shaft. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the unit noted the instrument had disrupted timing. A test reload was unable to be loaded onto the unit due to the disrupted timing and the instrument was unable to be articulated due to the broken articulation knob. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single-use loading device (sulu). Replication of the secondary finding or broken articulation knob may be due to excessive manipulation of the device, in this case over torquing of the knob. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.